Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent an unspecified surgical procedure during which mersilene mesh and ethibond and/or vicryl sutures were implanted. The pt reportedly developed cancer, as well as other non-specified injuries, and required extensive hospitalizations, surgeries and medical care. No add'l info has been provided at this time.